Event description:
Phlebotomist claims that blood leaked from the rear cannula into the blood collection holder during collection of 9 tubes from a human immunodeticiency virus positive pt. Phlebotomist claims to have removed gloves to write pt info on the tube labels and was exposed to pt's blood from contact with the stopper top. Phlebotomist claims exposure to pt's blood when blood entered an injured cuticle on phlebotomist's finger. Baseline testing was performed on the phlebotomist and human immunodeticiency virus results were negative. Cuticle area was cleaned with bedtadine and bleach.